Manufacturer narrative:
This report is for 1 unknown plate recon. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a synthes plate with screws implanted on (B)(6) 2013 and then noted on (B)(6) 2014 that some screws were found to be loose and one to be broken. The patient that had underwent total hip arthroplasty by surgeon and had done extremely well postoperatively. Patient then had several falls and was placed on protective weight bearing, but the fracture never healed and is relatively extensive. On (B)(6) 2013, after failure to heal with crutch and walker use, she was admitted for reconstruction which included plating of her acetabulum with a 8 hole synthes pelvic reconstruction plate with five 3.5 cortical screws followed by placement of a competitor screw size 54 revision acetabular component with peripheral rim screws. On (B)(6) 2014, the patient returned to the operating room with a clear nonunion of the transverse acetabular fracture, loose acetabular component, and multiple loose screws. The synthes plate was intact but some of the screws were loose and 1 screw was broken. The implanted devices were removed, and an unknown manufacturer 10-hole pelvic reconstruction plate and a competitor hip replacement device were implanted. This report is for 1 unknown plate recon. This is report number 3 of 3 for (B)(4).